Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a segment of the conductor wire dislodged from the force amplification pulley. The dislodged conductor wire was observed to contact and rub against the grip tang during articulation. This interference restricted the normal grasping motion of the grip. The conductor wire appeared expanded or loosened at the front section while the rear section remained tightly constrained near the pulley, creating a localized pinch condition. This condition prevented smooth wire translation during actuation, resulting in limited grip movement and incomplete closure of the jaws. The wire insulation was damaged and the instrument passed the electrical continuity test. Additionally, the instrument was found to have damaged conductor wire insulation at the grip tang routing groove. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding jaw went too large and could not be removed through the cannula was confirmed by failure analysis. The probable root cause is attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar jaw went too large and could not be removed through cannula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no arcing was observed during procedure. There was no injury to the patient.